Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the product has not returned to depuy synthes mitek, however a photo was provided for review. The photo investigation revealed that truespan 24 degree peek had the implant detached from the suture. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained device issue. A device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the depth penetration of the tissue was not maintained; therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device. As per IFU; fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. (B)(4)

Event description:
It was reported by the healthcare professional from china that during an anterior cruciate ligament (acl) repair surgical procedure, it was discovered that the plate detached before deployment of the truespan 24 degree peek device. It was not reported if there were any delays to the surgical procedure. Another device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.